Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), thrombosis and death are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a left internal carotid artery stenting procedure, after post dilatation, the patient experienced a transient ischemic attack with difficulty speaking, aphasia and inability to move right or left leg. There was no reported treatment given. The symptoms resolved while in the recovery room. CT of the head was normal. The patient was discharged home two days after the procedure. On (B)(6) 2011, the patient was re-admitted to the hospital with an acute left middle cerebral artery stroke. The patient was taken to the catheterization lab to revascularize sub acute stent thrombosis by mechanical thrombectomy and tpa, which was unsuccessful. The patient was admitted to the intensive care unit, given comfort care/hospice care and died on (B)(6) 2011. There was no additional information provided.